Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details were reported). Consumer stated that she just had her essure removed and the hcp (health care professional) said that there was still some stainless steel in her. Consumer asked what metals are in essure. The phones connection abruptly disconnected before getting contact information. No additional information was provided. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device removal. The ae case refers to usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed and there was still some stainless steel in her (regarded as device breakage). All events were considered serious due to medical importance. They are listed according to essure's reference safety information (essure removal) and product technical (ptc) analysis results (device breakage). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, limited information was provided; consumer stated essure was removed and a piece of it remained in situ. Given the nature of the reported events and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. This case is regarded as incident due to required intervention for essure removal. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since no contact information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.